Event description:
It was reported that the user was unable to attach the connector to the cartridge, and replacing the connector resolved the issue after multiple unsuccessful attempts with prior connectors. Symptoms included no reported clinical effects. Outcomes included no impact on health or daily activities.

Manufacturer narrative:
Investigation included review of user feedback and troubleshooting guidance provided by the agent. Investigation of this case revealed the connector did not lock onto the cartridge until a new connector was used. It was concluded that the event was attributable to a device component malfunction of the connector, resolved through replacement.